Event description:
It was reported that when the patient had concerns with the device or therapy. When it was set high enough to work on the pain the patient had difficulty walking. The patient noted that ¿they¿ kept turning it down to save the battery and then it did not control the pain well at all. Every time ¿they¿ adjusted the ¿machine¿ it seemed ¿they¿ tried to set the unit at lower limits than what the patient had used. The patient noted that faster worked better for him. The patient noted that it made him ¿hot all of the time¿ and could also stop the patient from urinating or cause urine leakage. The patient did not have an appointment date. The patient marked that they had not sought further help. It had been a ¿major disappointment¿ for the patient. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(4), implanted: (b)(6 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Correction - "other" was indicated on the initial report. Additional review indicated that "other" does not apply to this event.